Manufacturer narrative:
The reported issue that after a software upgrade to version 9.33 the near end of infusion (neoi) alarmed could not be silenced and the audio alarm alert is returning every time the patient presses the pca button is a known software related issue. The software issue was a side affect for a change made in fixing a software tracker that involves re-signaling the neoi alarm every time a pca infusion is restarted by the clinician. The software engineering group had opened a new tracker # (B)(4) for this reported issue. No device history or qn search was performed since no device serial number was reported by the customer. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
The customer reported that since the software upgrade to 9.33 was performed several months ago, they have received complaints from the nurse's on the *b unit and their patient's regarding the near end of infusion (neoi) alarms. Once the alarm is reset by the nurse, the alarm will sound every time a patient uses the pca button after the neoi of the infusion is reached. As a result, the pca can alarm up to 20 times before the syringe is actually empty. The frequent alarms are disrupting the patient's sleep and rest. There was no report of patient harm.